Event description:
It was reported that during insertion, resistance was met when trying to remove the spring wire guide (swg) from the catheter and as a result, both catheter and swg had to be removed together.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determine to be a result of a product malfunction, therefore, it is reportable. Evaluation: one three lumen catheter and one spring wire guide (swg) were returned for eval. Catheter and swg were visually examined. Catheter was identified per markings on juncture hub as specified for this kit and appeared typical, except for a bend from swg in catheter between distal tip and 2cm from tip. Catheter was returned with swg protruding from both ends. The j-end of swg extended from distal tip of catheter and straight end of swg was unraveled and protruded from distal extension line. Swg was removed from catheter for analysis. Bend in swg remained, once removed from the catheter. The 68cm returned swg exhibited an o.d. That met specifications. Under microscopic examination, it was observed by discoloration of core wire near the break that the straight end of the core wire separated adjacent to weld and that no parts appeared to be missing. It was observed that weld was complete. Instruction booklet (arrow (B) (4)) contains warnings against applying excess force to swg during removal and instructions for removing the swg if resistance is encountered. The investigation found no evidence to suggest a manufacturing related cause. A device history record review was performed with no relevant findings. The reported complaint of swg unraveling was confirmed through visual examination of the returned sample. The potential cause of this issue could not be determined based on the returned sample and the info provided. A CAPA has been initiated to address this issue.